Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to failure of the imaging unit, the circuit board inside the scope connector, or the video system center. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus repair center due to a failure of the endoscopic image. During the inspection of the device, olympus found the following. The error e218 (scope error) occurred. The connector and electrical contacts were dirty, foreign material adhered, and corroded. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.